Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced and is unknown if will be returned.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-21226, is a duplicate of mrn 9617229-2025-20955. Please see mrn 9617229-2025-20955 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2025-21226, is a duplicate of mrn. Please see mrn for reportable events.